Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A patient service representative (psr) contacted zoll to report that a (B)(6) year old male had an open wound on his chest and cannot wear the lifevest while in the hospital. There was no follow up on the open wound to see if it healed.

Manufacturer narrative:
Device evaluation summary. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.